Event description:
The customer reported via e-mail that the insulin pump had a button error alarm. The customer stated that the buttons had not been held down for longer than three minutes. Customer stated that the insulin pump's buttons had to be held down longer and harder than normal in order to get a response. Blood glucose level was 151.2 mg/dl at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The pump has minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.